Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction did not recur after the reset. Technical support advised the customer to continue using the pump and to call back if the issue recurs, which the customer understood.